Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide cath: mach1 jl4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric and 99% stenosed proximal left anterior descending artery. A 2.0 x 15 mm mini trek was being used for pre-dilatation: however, the balloon ruptured at 7 atmospheres during the first inflation. A non-abbott balloon was used for pre-dilatation. Two xience v stents were implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.